Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were found via x-ray examination. No electrical problems were observed. The physician will monitor the patient. The lead remains implanted.